Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a non-critical electrical component was found to be damaged. It was reported that the device failed to make an expected sound. The reported issue was confirmed. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling such as the handle being dropped. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the device's handle had no operation sound when the button was pressed, such as when the green button was pressed or when the rotation button was double-clicked to switch to slow mode. The device was used with no other issue. There was no patient injury.